Event description:
Pt was admitted to the ambulatory surgery center for elective diagnostic laparoscopy for infertility and probable endometriosis. At the start of the surgical procedure a 10-mm disposable laparoscopic trocar and sleeve were introduced and appeared to be in the peritoneum as dictated by the surgeon in the operative report. This sleeve was removed and the trocar and sleeve were re-introduced into the peritoneal cavity where blood was visualized in the abdominal cavity with the laparoscope. The scope was removed, an abdominal incision was made and pressure applied on th intra-abdominal vessels and organs by the surgeon. A general surgeon and cardiovascular surgeon arrived and subsequently performed an exploratory laparotomy with repair of the distal aorta and right iliac vein. The pt was transfused with 10 units of packed red blood cells, 4 units of frozen plasma and 6 units of platelets in the operating room. The pt was stabilized and transported to an on campus medical center via ambulance with vital sign monitoring and assisted ventilation by the anesthesiologist. The pt was discharged home from the medical center 6 days after the surgical procedure with no apparent deficits.